Event description:
It was reported that during unpacking for a percutaneous coronary intervention treatment procedure foreign material was found inside the sterile package. The area to be treated was in the lower extremity. It was noted that a fragment of plastic was found in the sterile package of the gateway adaptor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention treatment procedure foreign material was found inside the sterile package. The area to be treated was in the lower extremity. It was noted that a fragment of plastic was found in the sterile package of the gateway adaptor. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the unit and pouch were visually inspected and a portion of blue colored fm, approximately 3.5mm by 1mm in size was noted at the upper right hand clear side of the sealed pouch. The y-adaptor was visually examined for any damage or defect and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).